Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the fracture problem could not be established, however the illegible etching and debris was traced to environmental issues. The brand name was unknown. The catalog number and serial number were unknown. The unique identifier (UDI) was unknown. Concomitant devices: cutter device and 2 minimal access attachments. PMA/510(k) number was unknown. The device manufacture date was unknown.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during in-house engineering evaluation, it was determined that a piece of the cutter device was stuck in the minimal access attachment device. It was noted that the cutting end was broken at locking groove which is the smallest diameter in the system. It was further determined that there was foreign debris on the cutter device and the labelling etch was illegible. It was noted in the service order that the something was stuck in the both attachment devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.